Manufacturer narrative:
Expiration date (09/2020). Manufacturing date (09/2015). Based on the available information, this event is deemed a reportable malfunction. No patient harm was reported. A batch record review indicate no discrepancies/deviations could be found. Review of the incoming test report for this lot does not reveal any signs of burst balloon detected during the incoming inspection. Review of complaint trend for burst balloon from 2014 to ytd august 2016, did not show any negative trend observed. A photograph has been received for this complaint, which was evaluated. Based on the information provided and without any investigation the root cause could not be concluded. This issue will be monitored through the post market product monitoring review process. Additional information has been requested but not received to date. When additional information becomes available, a follow-up report will be submitted. Reported to the FDA on september 09, 2016. (B)(4).

Event description:
Complaint received reporting that, "the balloon of the catheter was tested with 8ml of sterile water for injection prior to insertion. Catheter was then placed in the patient, re-inflated and then catheter ruptured inside patient approximately 30 minutes after insertion. Catheter was then removed and another catheter was inserted into the patient. The second catheter was fine." No further information was provided.